Event description:
It was reported that stent damage occurred. A 3.50 x 20 synergy ii drug-eluting stent was used for treatment. However, severe resistance was felt during the delivery of the device, when it was removed from the patient's body, the distal edge of the stent was found to be lfited. The procedure was completed with a non-bsc product. There were no patient complications nor injuries reported. It was further reported that this event was reported in error.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter city: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 3.50 x 20 synergy ii drug-eluting stent was used for treatment. However, severe resistance was felt during the delivery of the device, when it was removed from the patient's body, the distal edge of the stent was found to be lifted. The procedure was completed with a non-bsc product. There were no patient complications nor injuries reported.